Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up several ams episodes and atrial interferences were seen. The physician suspected the episodes were due to noise in the atrial channel. The noise was reproducible also during arms movements. The electrical lead parameters were stable and in range. The physician decided to turn the ac off, but no further action was taken.